Event description:
The customer reported to olympus, white out occurred in the videoscope image. The malfunction occurred in the middle of a therapeutic procedure. The device was replaced and the procedure was completed. Upon evaluation of the returned device, e218 scope error was identified. There was no patient harm associated with the event.

Manufacturer narrative:
A device evaluation confirmed the customer allegation. After ten to fifteen minutes of use at the repair center, the endoscopic image turned white. After unplugging and reconnecting, the issue was resolved, however, when the device was used again, the issue reoccurred. Additional findings include: broken bending section pipe, scratches on the bending section cover and missing adhesive. Scratches were also found on the grip, angulation lever, sw(switch)3, sw1, video connector, lg (light guide) connector, lg cover glass surface and video connector case. There was presence of dirt on the universal cord. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.